Event description:
During preventive maintenance (pm) at the customer site the philips field service engineer observed that the external paddles were faulty. There was no patient involvement as this was observed during pm.